Manufacturer narrative:
On 09/20/2016 the field service engineer (fse) found disconnected tubing from the valve that cleans the diff mixing chamber in the amtc (air mix temperature control) module. The fse trimmed and reattached the tubing to fix the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported an uncontained diluent/cleaner leak from the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.